Manufacturer narrative:
Event date: (B)(6) 2018. Foreign report source: (B)(6). Reporter: reporter noted to be the patient's parent. Related to MFR number 3012307300-2019-00816 to capture both occurrences with this patient.

Event description:
Information was received that two smiths medical portex bivona tts cuffed pediatric with v neck flange tracheostomy tube cuffs broke while in use with a patient at their home. The first cuff broke after "four to five hours old". When the second cuff broke on a later date, it was reported "5.5 ml of water went to in the patient's lungs". Subsequently, the reporter stated the patient has been receiving care at the ICU. No additional adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: one bivona tracheostomy tube was received in used condition. The device was visually inspected. During the visual inspection, it was observed that there were wrinkles on the cuff. Some yellow contamination was also found on the cuff. The device was then functionally tested in the following manner. The device was filled with 5cc of air to see if the unit was able to inflate. The device immediately deflated. A leak was detected in cuff.